Event description:
Physician used a saphyre 90 degree high profile bipolar probe with suction for a sad procedure. Physician noticed the shaft of probe was getting hot. Sales rep. Was not present during procedure but was told by the dr that "he was on the footpedal for an extended time (approx. 5 mins.)". Pt suffered a burn on shoulder (approx. 1 cm). No cannula was used. Sales rep. Did mention physician has used more monopolar probes than bipolar in the past. Physician reported that the pt has been seen for follow-up and there were no scars or other adverse affects.